Event description:
It was reported that the patient underwent a graft of the anterior maxilla surgery using rhbmp-2/acs, autogenous bone chips, platelet rich plasma (prp), bovine graft material and freeze-dried mineralized bone graft material in a mesh tray. The surgeon avoided any grafting of the sinus given the patient's history of sinus infections and sinus disease. A rigid titanium mesh tray was fabricated to secure to the anterior maxilla with mini screws. Under IV sedation, a lefort I type incision was performed and the anterior maxillary ridge was exposed. Prior to placing the mesh tray, bilateral onlay bone grafts were harvested from the patient's mandibular ramus. These onlay bone grafts were morselized into small autogenous bone chips. Prp was also harvested prior to the surgery. The autogenous bone chips, prp, bmp, bovine graft material and freeze-dried mineralized bone graft material were placed into the mesh tray and packed densely into position. The tray was then placed on the mandible and the incision was closed. Approximately 3 weeks post-op, the patient presented with a dehiscence of the lefort I incision with exposure of the mesh tray. No mobility of the tray was perceived at this time. The following day, the patient returned for a revision procedure to close the incision. The surgeon noted an intense inflammatory response along the wound margin. Upon exploration of the reconstructive site, it was noted that the mesh tray was mobile and that the bone screws were backing out. The tray and screws were removed. Further exploration of the incision found very large oral antral communications into both maxillary sinuses. At the time of the index surgery, the bone was sound and was dense, and there were no openings. No odor or pus was detected, the site did not give the impression of infection. The site was debrided of all graft material, and the surgeon noted that there was not much graft material remaining. Both sinuses were lavaged several times. The "bone in the anterior wall of the maxilla was mush." The residual anterior maxilla was curetted do wn to good healthy bone, and the surgeon noted loss of crestal bone and loss of some alveolar bone. "The anterior wall of both sinuses was essentially mush, and I ended up with bilateral silver dollar sized openings into the sinus." Tissue samples were sent to oral pathology. Preliminary analysis indicated no tumor. Acute and chronic inflammation were noted, with a small abscess. At this time the patient needs to be reconstructed as she has no bone in the anterior wall of the maxilla and the atrophic residual maxillary ridge is now half destroyed.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.